Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via an email, and forwarded by our local affiliate (B)(4). This case involves a pt (gender and age nos) who received poly-l-lactic acid about 2-3 months ago in the face and neck (in the wrinkle lines). Relevant medical history and concomitant medication information were not mentioned. On an unspecified date, the pt began presenting with papules in the neck lines and little nodules that spread in the face "like there was a high product of concentration in these areas." Corrective treatment, if any, was not specified. Event outcome is unk. (B)(4). Reporter's causality assessment: not provided. Addendum for f/u information received on 29-sep-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.